Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument jaw was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument did not collide with any other instrument when the issue occurred. No fragment had fallen inside the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator of the grip tips. As a result, the grip tip is no longer connected to the instrument. There were no missing pieces. The complaint was confirmed by failure analysis. A review of provided image from the customer also confirmed a broken molded insulator of the grip tips.

Event description:
Refer to h10/h11 for follow-up information.